Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer took a steroid injection. Advised customer to contact her health care professional regarding the effects of the steroid shot. Customer's blood glucose levels were not included in the report. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.